Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient had redness and warmth throughout the right part of abdomen on (B)(6) 2025 which appeared after the removal of the catheter. The patient got treated with augmentin 1000mg, 1x2, and to apply fucicort cream morning and evening for 5 days no further information available.